Event description:
It was reported that an unknown product was used in an unknown procedure. It was reported by the rep that the surgeon used a "tx" and the reloads staples fell into the pt. The surgeon got them out. The rep reported that this is all they know. The hospital is not aware this has happened and it happened on a saturday. It is unknown how the case was completed. There was no consequence to the pt.